Manufacturer narrative:
The reported event of ineffective therapy was not confirmed. The lead was received incomplete with only the terminal end lead segments (52.6cm and 52.4cm) being returned. The lead was cut due to the explant procedure. Full functional test could not be performed due to being incomplete.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2023, wherein the whole system was explanted to address the issue.